Event description:
It was reported that during a vena cava filter deployment procedure, the last few filter legs remained inside the deployment sheath upon deployment; however, additional manipulation was needed to deploy the filter. Upon deployment the filter tilted; therefore, a snare device was used to capture and retrieve the filter successfully. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Therefore, based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.